Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the minion drawer 1-1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient for procedure. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the minion drawer 1-1 had failed. A field service engineer found that the entire unit had failed and had 96 failed drawers. Troubleshooting was performed, and the fse worked with pharmacy technician to identify auxiliary cable issues. The cables were replaced on-site, and the problem was resolved. The unit was recovered and tested successfully. The system functioned as intended after the field service engineer repaired the device.